Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula attributing to skin irritation and bleeding/bruising at the infusion site. Extra material was found within the slide retract. As a result, the formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. The download data did not show signs of struggle to deliver insulin. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to 278 mg/dl.